Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer reused the cartridge and syringe needle. Tandem technical support educated the customer on the cartridge and syringe needle being single use only. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose was 117 mg/dl.